Event description:
The customer reported having unexplained high blood glucose of 355mg/dl, and she has treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Assisted the caller to run the fixed prime test, and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. The customer stated that her glucose went up to 450s mg/dl, and she has come home to treat it. Three days later the customer called back and stated that she went to the hospital due to high blood glucose. The caller stated that she noticed the insulin pump was not delivering insulin. The customer declined to complete testing as she prefers having the device replaced. Instructed the caller revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-88847. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-88848.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.